Manufacturer narrative:
The technician found both siderail latch assemblies were rusted. The technician replaced the latch assemblies to repair the bed.

Event description:
Info received indicates each intermediate siderail is not latching.